Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of "repair due to door" through the identification of door jammed messages within the pump history log, but could not reproduce it. Evaluation found that he door hooks were out of specification corresponding to the reported symptom. The failed door hooks were replaced.

Event description:
It was reported that a spectrum pump required a repair to the door. It was also reported that there was no patient involvement.